Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt indicated his leads were broken, so he had not been using the device. The pt stated that he had not charged the device for over 6 months. The pt had the implant done and got good relief, but then had fusion surgery done which changed the stimulation so that he couldn't feel it. The pt quit using the stimulation system, but attempted to recharge it a few days ago. Telemetry issues were noted and an overdischarge was suspected. The use of the antenna locator resulted in a power on reset (por) being displayed on the recharger followed by the normal recharging screen. The tni codes and insr stats were as follows: tni: 0 579, 1. 0, 2. 579. Insr stats: 0 -(B)(6) 2000, 1. (B)(6) 2000, 2. (B)(6) 2011, 8840 service code: 0x0. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.